Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the ot1200 surgical table and found the push button for the rotation mechanism would get stuck in the down position. The root cause of the reported event can likely be attributed to exposure from cleaning solution which may have entered the assembly and over time caused the spring to become stuck. The ot1200 operator manual states (1-4), "caution - possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly on emergency backup buttons or into clearance space. Spray or drippage may settle onto electric circuits inside table causing corrosion, loss of function or erratic table movement." The ot1200 surgical table was installed in 2014 and is not under steris service agreement for maintenance activities. Per the user facility's request, the steris service technician performed the necessary repairs and counseled the user facility on the proper use and operation of the ot1200 surgical table, specifically proper cleaning techniques. No additional issues have been reported.

Event description:
The user facility reported the fine traction rotation was slipping on their ot1200 surgical table during a patient procedure causing a procedure delay.